Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to emergency department eleven days post implant with swelling in their neck and pain when their implantable cardioverter defibrillator (ICD) was pacing. It was discovered that the right ventricular (rv) lead had dislodged and triggered an alert for high threshold. A lead revision procedure was completed. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.